Manufacturer narrative:
Correction: upon review the right ventricle lead, manufacturer report 2017865-2025-98944, should not have been submitted as it was previously reported in MFR 2017865-2025-98549 under the correct serial number.

Event description:
It was reported that the patient presented for a lead repositioning procedure due to an unspecified lead issue. During the procedure, while the physician attempted to reposition the lead multiple times, the lead's helix mechanism failed. The lead was eventually explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.